Event description:
It was reported that a spectrum pump displayed system error 105 during the preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while running a loaded set. System error 105 was confirmed and caused by a seized motor. The failed motor assembly was replaced.